Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the valve is sticking.as stated on the repair statement additional malfunction on this device: alarming or red light.